Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was seized, jammed, heavy moving, rough running and defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the small battery drive device had an unspecified error. During an in-house engineering evaluation, it was observed that the motor seized, jammed, defective, rough running and heavy moving. It was not reported whether there were delays in the surgical procedure or if a spare device was available for use. It was unknown if there was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.